Event description:
The meter gave a blood glucose reading to 476 mg/dl. Within three mins, the meter gave a reading in the 170's (mg/dl0. The difference between a reading of 476 mg/dl and 170 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.